Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values below 54 mg/dl were recorded by continuous glucose monitor (cgm) at (B)(6)am on (B)(6)2019. Cgm alert 1 (cgm low alert) was annunciated. Prior to the low bg, based on customer's daily basal and programmed boluses, there were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 41 mg/dl; cause was unknown. Juice was consumed to treat bg. Customer alleged that the basal software did not suspend insulin delivery. Review of the pump data logs by tandem technical support verified tha the pump suspended insulin delivery as expected. Recommendation was made to consult with healthcare provider regarding diabetes management.